Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke to the customer and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly and power board to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the loudspeaker is out of work. It is unknown if the device was able to produce an audible sound it is unknown if the device was in use at time of event, and there was no adverse event reported.